Manufacturer narrative:
The device in question was returned to olympus for repair. Based on the investigation, the endoscope was flooded, is due to a large crack in the grip unit. There was no image and switch functions. In addition, it had a cracked light guide lens. This report is being filed in an excess of caution.

Event description:
The user facility reported that during a gastroscopy the camera button keeps freezing, and it continuously takes pictures without pressing the button. The procedure was completed with the same device. There was no patient injury.